Event description:
The surgeon was inserting an aa4204vf silicone plate lens but the pt's eye moved and the lens could not be inserted properly. There was pt contact with the lens but no injury. The reporter stated the lens was not damaged.